Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties; as a result, the patient was unable to receive stimulation. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Postoperatively, the patient was recovering well and demonstrated adequate stimulation. The ipg was disposed by the facility and will not be returned for analysis.